Event description:
Additional information was received. The physician stated that the cause of the migration leading to a proximal type I endoleak was due to disease progression.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. The investigator¿s assessment was updated. The stent graft migration was updated from not device or procedure related to not procedure but device related.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 6 cm diameter abdominal aortic aneurysm. A type ii endoleak was observed at the end of the procedure and was left uncorrected. The proximal neck was 24-25 mm in diameter and 10 mm in length. The left common iliac artery was 13-16 mm in diameter and the right common iliac artery was 18-20 mm in diameter. The right femoral artery measured 9 mm in diameter and the left femoral artery measured 10 mm in diameter. There was moderate right and left iliac tortuosity. It was reported that a proximal type I endoleak was observed. The physician believes the cause of the event was due to the main body stent graft migrating 10mm distally from the proximal aortic fixation site. The physician planned to treat the patient on a later date however, the patient presented emergently with sudden onset back and abdominal pain. A CT confirmed that the abdominal aortic aneurysm had ruptured. The physician decided to convert the patient to an emergent open repair resolving the event. No additional clinical sequelae were reported and the patient is being monitored.